Manufacturer narrative:
(B)(4). Event date unk. Batch # unk.. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing utilization and comparative analysis of endopath® ets-flex 45 articulating endoscopic linear cutter. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 34 patients had bleeding peri-operative complication after cholecystectomy.